Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would boot up to an error. A printed circuit board was replaced and recalibrated and the programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the programmer's floppy drive could not read disks and therefore was replaced. It was also indicated that the lower case was worn and the power cord bay latch tabs were broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer consistently displayed an error message when the programmer was turned on. The programmer was returned for repair and was not needed to be returned. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.